Event description:
It was reported that, "the doctor removed the patella due to fracture of the patella component. He also replaced the insert during surgery. The insert shared some pitting and wear. Most wear was posterior and medial."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.#9616680-2010-00455.